Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a drainage procedure in the bile duct of a pt. During the procedure, the physician experienced difficulty retracting the inner guide catheter. After force was applied, the guide catheter became stretched. The physician used forceps to hold and retract the catheter. The stent was successfully deployed at the target site with no reported pt complications. The pt was reported to be in good condition at the conclusion of the procedure.

Manufacturer narrative:
The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).